Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the associated quick look report the field which should have provided the information related to the energy for the implantable cardioverter defibrillator's (ICD's) last charge displayed a series of question marks rather than a numerical value. The ICD remains in use. No patient complications have been reported as a result of this event.